Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for a shorter lens.